Manufacturer narrative:
Reference number: (B)(4). This event was previously reported under manufacturing report # 1219930-2015-00597. Based on additional information received, it has been determined that the product was manufactured at another facility; therefore, this report has been generated to capture the change. A supplemental has been filed for manufacturing report # 1219930-2015-00597 to indicate the change, referencing the new manufacturing report #.

Event description:
According to the reporter, the product promoted inflammation of the pelvic tissue and contributed to the formation of severe adverse reactions to the mesh.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Per additional information received, the procedure performed was a vaginal hysterectomy, right salpingo-oophorectomy, lysis of extensive pelvic adhesions, left salpingectomy, suspension of vaginal vault, repair of enterocele, repair of cystocele, urethrovesical angle sling, reinforcement of cystocele and repair of rectocele with pelvisoft, perineoplasty, cystoscopy under general anesthesia. Concomitant device: pelvisoft